Manufacturer narrative:
(B)(4). Event date: the peritonitis event occurred on an unspecified date in 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this peritonitis event was not reported. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was transferred to hemodialysis. No additional information is available.